Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia and an umbilical hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, mesh migration, mesh erosion, ischemia, scarring, and scar tissue. Post-operative patient treatment included hernia repair with new mesh, removal of mesh, and blunt dissection.